Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. However, the reported event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who underwent surgical removal of the device approximately 4.5 years after essure (fallopian tube occlusion insert) insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal and excessive bleeding during menstruation\abnormal bleeding (menorrhagia)'), multiple sclerosis ('neurological conditions or problems type: multiple sclerosis / auto immune disorder type : multiple sclerosis replased') and multiple sclerosis relapse ('autoimmune disorder-type of disorder: multiple sclerosis relapse') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, genital bleeding, pap smear abnormal, human papilloma virus infection, trauma, numbness in feet, human papilloma virus infection, vitamin d deficiency, thyroid nodule and dermatitis due to metals. Previously administered products included for an unreported indication: low ogestrel, rebif, nuvaring and ovcon 35. Concurrent conditions included restless leg syndrome, alopecia, lower abdominal pain, weakness in extremity, vitamin d deficiency, spasticity, abnormality of gait, dysfunctional uterine bleeding and mobility decreased. Concomitant products included baclofen, chorionic gonadotrophin (provigil), desogestrel;ethinylestradiol (reclipsen), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norethisterone (ovcon), fingolimod hydrochloride (gilenya), gabapentin enacarbil (horizant), glatiramer acetate (copaxone), ibuprofen, natalizumab (tysabri) and ropinirole (ropinirol). On (B)(6) 2010, the patient had essure inserted. In february 2011, the patient experienced multiple sclerosis relapse (seriousness criterion medically significant). In july 2011, the patient experienced chronic fatigue syndrome ("fatigue /fatigue diagnosed with cfs"). In june 2012, the patient experienced allergy to metals ("nickel allergy"). In july 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2015, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2015, the patient experienced cyst ("other inury(ies) or complication please describe: cystic walthard rest"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and chronic fatigue syndrome had resolved and the multiple sclerosis, allergy to metals and cyst outcome was unknown. The reporter considered allergy to metals, chronic fatigue syndrome, cyst, dysmenorrhoea, menorrhagia, multiple sclerosis, multiple sclerosis relapse and vaginal haemorrhage to be related to essure. The reporter commented: hysterectomy/removal of essure was reported as (B)(6) 2015 and (B)(6) 2015. The essure micro inserts were placed with four and five coils trailing on the left and right side respectively diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2012: three new enhancing lesions compared to the prior study from (B)(6) 2011. One is in the precentral gyrus on the left. The other 2 are left peritrigonal white matter lesions. Underlying eriventricular and juxtacortical white matter abnormalities are identified. This picture is consistent with acute on chronic changes from multiple sclerosis; on (B)(6) 2014: 1. Diffuse patchy abnormal increased t2 signal throughout the cervical and thoracic cord consistent with the patient's clinical diagnosis of multiple sclerosis. 2. Compared to the prior study, no new lesions are seen. There is no abnormal enhancement of the spinal cord. 3. Small right paracentral disc protrusion at t6-t7, unchanged since the prior study without deformity of the spinal cord.. Pathology test - on (B)(6) 2015: the left fimbriated fallopian tube is 7.3 cm in length and 0.6 cm in diameter and has a smooth, dusky, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The right fimbriated fallopian tube is 6.3 cm in length and 1 cm in diameter and has a smooth, dusky, purple-gray serosal surface. A coiled metal wire consistent with an essure contraceptive device is present in the proximal end.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,multiple sclerosis quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. However, the reported event ¡s a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Events:abnormal bleeding (vaginal, menorrhagia), autoimmune disorder /neurological conditions or problems type: multiple sclerosis, multiple sclerosis relapse, nickel allergy, dysmenorrhea (cramping), fatigue, other injury(ies) or complication please describe: cystic walthard rest were added. Event outcome were updated for abnormal bleeding, dysmenorrhea, fatigue . Event verbatim were updated: fatigue/ fatigue diagnosed with cfs. Medical history , concomitant drugs, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and excessive bleeding during menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (in (B)(6) 2015 a hysterectomy was performed). Essure was removed in (B)(6) 2015. At the time of the report, the menorrhagia and fatigue outcome was unknown. The reporter considered fatigue and menorrhagia to be related to essure. The reporter commented: hysterectomy/removal of essure was reported as (B)(6) 2015 and (B)(6) 2015. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. However, the reported event ¡s a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added: abnormal and excessive bleeding during menstruation and fatigue. Previously reported "surgical removal of the device" was specified as hysterectomy, the event was deleted and added as treatment for abnormal and excessive bleeding during menstruation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who received essure. On (B)(6) 2010, the patient started essure. On (B)(6) 2015, 1597 days after starting essure, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who underwent surgical removal of the device approximately 4.5 years after essure (fallopian tube occlusion insert) insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product technical analysis is expected. Further information will be obtained through the litigation process.